Event description:
It was reported that the user received repeated alert 41 indicating an insulin absolute range error after multiple pump restarts, and despite a dry run the alert persisted; a fingerstick blood glucose was 115 mg/dl, and the user transitioned to backup therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user or third party. Investigation of this case revealed a mechanical problem consistent with an insulin delivery fault. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.